Manufacturer narrative:
On 6/6/2019, it was reported to mentor that the patient experienced headaches and a burning sensation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: a saline mentor smooth round moderate profile 475cc, catalog number 3501680, lot 190270. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6)2020, since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The medical record evaluation (mre) of lot number 190270 was requested to the quality operations team. However, the physical file of the DHR was not found in the boxes located in iron mountain. Therefore, an internal corrective action has been initiated to address this issue. Manufacturer¿s reference number: (B)(4).